Event description:
A 72 yrs old pt with history of dementia and wardering was placed in a sleeve vest with 2: pper (posey) in bed. Side rails were up. Pt evidently climbed over the side rails and was found kneeling on floor with head resting on bed. Pt was without pulse or respirations and had a "do not rescustitate" order. Pt was found still restrained with the vest.